Event description:
The customer stated that the 550 will not pulse and sent the unit for repair. During co's functional evaluation, enough liquid oxygen leaked from the secondary relief valve to potentially cause a serious injury should this malfunction recur. Co's service tech also reported that the flow control knob was cracked and the sensitivity diaphragm was ruptured (which duplicated the reported problem). The unit was repaired and returned to the customer. A review of the product history record indicates no discrepancies in the manufacturing process per the approved dmr. None of these findings appear to be attributed to manufacturing procedures, processes, or specifications.